Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 510 and 199 then 4 hours later 162 and 54 mg/dl. Tests were done within 10 mins with a difference of 78% and 89%. Patient did not experience any adverse events. No further information has been reported.